Event description:
It was reported that, pt complains of pain and difficulty walking since surgery. A microscopic surgery was perform on (B)(6) 2011, to see wheat was causing the problem. Patient states that they removed some tissue but no implants were removed. She has had MRI and blood work. Patient has been unable to go back to work since her second microscopic intervention. Pt will be having a revision due to the continous pain and inability to bear weight on that hip. MRI and blood work.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.